Manufacturer narrative:
(B)(4). The device was not returned and a device analysis could not be completed. A review of the service history revealed no issues that would have caused or contributed to the iipv. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced symptoms of overfill during fill one of three of peritoneal dialysis on the homechoice. The fill volume (fv) equaled 2068ml. The patient stated that they felt like their abdomen was about to pop. The patient stated they felt like that had not drained all of the solution out. The patient manually filled 2500ml before therapy. The technical services representative (tsr) assisted the patient in performing a manual drain; the drain volume equaled 4226ml. The initial drain alarm (ida) equaled 0ml. The tsr explained increased intraperitoneal volume (iipv) and explained the ida settings. The patient would discuss their settings with their registered nurse. There was no patient injury or medical intervention reported. No additional information is available.